Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During a case study, it was discovered that the device, 532435, smartnail diameter 2.4 x 35mm, was used for a trochleoplasty procedure of the left femur on an unknown date. The report states that hinged bracing was used for 1.5 months after the initial surgery and that bone quality was normal. It was reported ¿knee stiffness, required 2nd surgery for mobilisation, trochleoplasty healed, smartnails in right position¿. This report is being raised on the basis of injury due to secondary surgery for mobilization required.

Manufacturer narrative:
Reported event is inconclusive. The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review could not be performed since a lot number was not provided. A review of the device history record could not be performed since a lot number was not provided. A two-year review of complaint history revealed there has been a total of 20 reports, regarding 51 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following: patients should be advised that product materials may cause allergic reactions including but not limited to foreign body reaction, tissue irritation/inflammation or other allergic reactions. Where material sensitivity is suspected, appropriate tests should be made, and sensitivity ruled out prior to implantation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During a case study, it was discovered that the device, 532435, smartnail diameter 2.4 x 35mm, was used for a trochleoplasty procedure of the left femur on an unknown date. The report states that hinged bracing was used for 1.5 months after the initial surgery and that bone quality was normal. It was reported ¿knee stiffness, required 2nd surgery for mobilisation, trochleoplasty healed, smartnails in right position¿. This report is being raised on the basis of injury due to secondary surgery for mobilization required.